Manufacturer narrative:
Device is combination product. A promus element plus,mr,ous 2.50x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage. Damage was noted to the most proximal stent strut row with struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 25.5cm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-apr-2015. It was reported that crossing difficulty was encountered. Vascular access was obtained via the radial artery. The 32mm x 2.5mm target lesion was located in the non-tortuous right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to enter the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.